Manufacturer narrative:
(B)(4). The customer returned multiple components of a hemodialysis kit, including one catheter and dilator, for analysis. The arrow raulerson syringe (ars) and guide wire assembly were not returned for analysis. No signs of use were observed on the components. Visual inspection could not be per-formed as the guide wire and ars were not returned for analysis. Dimensional, functional inspections could not be performed as the guide wire and ars were not returned for analysis. A device his-tory record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The customer did not return the guide wire or ars for analysis, so inspections could not be performed on the re-ported components. Therefore, based on the customer report and the sample received, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that "when the swg inserted into the ars, the doctor found resistance, the swg kinked during use on the patient." The user changed to a new set to successfully complete the procedure. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "when the swg inserted into the ars, the doctor found resistance, the swg kinked during use on the patient." The user changed to a new set to successfully complete the procedure. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).